Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of a emerge balloon catheter. The balloon was loosely folded with contrast in the balloon and lumen. There were numerous hypotube kinks. There was tip damage. Functional testing using an inflation device was used to inflate the balloon to the rated burst pressure and revealed a pinhole in the balloon material. The reported information indicates the device was inflated to 14atm; therefore, there is no indication the device was inflated over rbp. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was an in-stent restenosis of a previously implanted non-bsc stent located in the moderately tortuous and mildly calcified mid to distal right coronary artery (rca). A 2.00mm x 30mm emerge¿ balloon catheter was advanced for pre-dilatation. However, during second inflation at 14 atmospheres for 20 seconds, the balloon ruptured. The device was completely removed from the patient's body and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that balloon rupture occurred. The (B)(4)% stenosed target lesion was an in-stent restenosis of a previously implanted non-bsc stent located in the moderately tortuous and mildly calcified mid to distal right coronary artery (rca). A 2.00mm x 30mm emerge¿ balloon catheter was advanced for pre-dilatation. However, during second inflation at 14 atmospheres for 20 seconds, the balloon ruptured. The device was completely removed from the patient's body and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.